Event description:
It was reported that the device was leaking water. No patient involvement was reported.

Event description:
It was reported that the device was leaking water. No patient involvement.

Manufacturer narrative:
Corrected data: event date updated. No pt involved.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked enclosure and tank cover, outdated printed circuit board (pcb) and power switch and a faded line cord. Functional testing found the device was leaking water from the reservoir confirming the customer complaint. The root cause of the reported issue was found to be wear and tear damage by the customers use of the drain tube. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.